Manufacturer narrative:
Concomitant medical products: product ID: 3550-09, lot# lb2578, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: accessory. Product ID: 3887-33, lot# j0205050v, implanted: (B)(6) 2002, explanted: (B)(6) 2011, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported the patient had a rechargeable implantable neurostimulator (ins) but it ¿wasn¿t for them¿. They noticed when the implant was ¿starting to go¿ they would hear a humming in their ear. The humming was not constant but was pretty regular. The patient then had their ins replaced in (B)(6) 2011 and when it was replaced they stopped hearing the humming. The new implant was placed ¿up under their rib cage¿ on their left side.